Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts were made to try and retrieve the device status, and is currently in progress.

Event description:
It was reported that after the first erogation in the left superior pulmonary vein the patient suffered pericardial tamponade. The procedure was cancelled/rescheduled and pericardiocentesis was performed. The patient was discharged. The return status of the device is unknown. No further information is available.